Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4). The analysis results showed that the tl90 device was received in good visual conditions and with a cartridge reload loaded on the device. The cartridge was received fully loaded with staples. The device was tested for functionality with returned cartridge and it form the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic partial colectomy procedure, the doctor went to close the device and rotated the closing knob. The doctor had a lot of trouble getting it to close. Put more force into it and there was a crunch. It then started to close but we noticed the top of the device was splitting down the seam of the plastic. Another like device was used to complete the procedure. There were no adverse consequences for the patient.